Manufacturer narrative:
Correction to the supplemental MDR in h6.

Event description:
It was reported that the patient with a deep brain stimulation (dbs) system underwent an explant procedure for an unspecified reason. No additional information is available at this time. Additional information was received stating that the dbs implantable pulse generator (ipg) was replaced due to inadequate stimulation, as a consequence, the patient experienced troublesome dyskinesia. The ipg was retained by the facility and will not be returned for analysis. Postoperatively, the patient was doing good.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient with a deep brain stimulation (dbs) system underwent an explant procedure for an unspecified reason. No additional information is available at this time.

Event description:
It was reported that the patient with a deep brain stimulation (dbs) system underwent an explant procedure for an unspecified reason. No additional information is available at this time. Additional information was received stating that the dbs implantable pulse generator (ipg) was replaced due to inadequate stimulation, as a consequence, the patient experienced troublesome dyskinesia. The ipg was retained by the facility and will not be returned for analysis. Postoperatively, the patient was doing good.